Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to a constrained liner to treat dislocations. Even with that constraint liner in, the patient dislocated recently when bending down to pick something up. The surgeon wanted to remove the liner, head, and cup. He felt like giving her a new cup in a better position, along with using pinnacle dual mobility would give this patient the stability they needed. He did just that, removed all the implants and leaving the stem in place. He was very happy with the stability and rom the patient had. Doi: (B)(6) 2020; dor: (B)(6) 2021; right hip.